Manufacturer narrative:
The product was returned and evaluated for possible malfunctions/defects. The pod was found to have a damaged cannula tip. The cannula tip was found to pass insulin, however, flow was severely restricted. No other defects or issues were noted. The damaged cannula could have contributed to reported symptom (elevated bg levels) during use. This type of damage typically occurs when the patient is very lean and the canula is fired into muscle, not "pinching up" at the insertion site. Patients are trained to select an pod placement site consisting of fatty subcutaneous tissue. The user is instructed in the omnipod user's guide to periodically check their infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required. This is an isolated incident for this lot of product. The DHR provides evidence that the lot met the acceptance level prior to release.

Event description:
Customer called to report that she had a high blood sugar. She said her bg sugar was 450. No further information reported. The device is being returned for evaluation.